Manufacturer narrative:
At the time of pick-up of a citadel plus bed frame that belong to the arjo rental fleet, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The bed frame was in use when it was damaged. No harm was claimed. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail mechanical damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition. Based on the photographic evidence provided, the side rail panel was detached from the side rail mechanism (the screws holding the panel were ripped off). The technician who inspected the bed assessed that the damage occurred during pulling/pushing on the side rail. According to the citadel plus instruction for use (831.374), the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to breaking it. To conclude, the side rail was detached and from that perspective, the citadel plus bed did not meet the performance specification. The device was in use when the side rail was damaged. No injury was reported. The complaint was decided to be reportable due to the side rail panel detachment.

Event description:
At the time of pick-up of a citadel plus bed frame that belong to the arjo rental fleet, it was found by an arjo representative that the side rail panel was detached from the side rail mechanism. The bed frame was in use when it was damaged. No harm was claimed.